Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was "suctioned out" and not "auctioned out" as what was previously reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A v-14 control wire guide wire was advanced to the target lesion. However, while advancing in the pedal arch, the tip of the guide wire had detached. The device had to be "auctioned out" and was retrieved. No further patient complications and patient effect were reported.